Manufacturer narrative:
(B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the drill bits 1.1 and 1.5 compact hand lcp module 1.5 system were blunt on the followings products: 03.114.007/lot: u348802, 310.507/lot: f-27581, and product: 310.507 lot: f-27532 the drill bit 1.1 is bent on the following product: 03.114.007 /lot: u352764. The drill bit 1.0 of the system 1.3 broke intraoperatively, remaining inside the patient. The doctor decided to leave it because the remained part was in a perfect position performing the reduction and trying to remove it would cause all the reduction carried out would've been lost on product: 513.005/lot: f-22594. This report is for one (1) 1.5mm drill bit w/depth mark mini qc/96 mm. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the drill bit ø1.5 w/marking l96/82 2flute (part# 310.507, lot# f-27532) was returned and received at us cq. Upon visual inspection no issues were identified with the device, the reported condition could not be confirmed. Functional test: a functional assessment was not performed as the device was received by itself. Can the complaint be replicated with the returned device(s)? No. Dimensional inspection: the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: drill bit 01.5mm. W/marking: (current and manufactured) was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint was not confirmed as the device did not appeared to be dull. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: part # 310.507, lot # f-27532, supplier: (B)(4), qty: (B)(4), release to warehouse date: 13mar2020. Device history review: no ncr¿s were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a surgical delay of five (5) minutes. The procedure was successfully completed.